Event description:
It was reported that deflation failure occurred. The 90% stenosed target lesion was located in moderately tortuous and heavily calcified superficial femoral artery. A 4.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure there were problems noticed with the catheter and its progress while advancing. The device was then removed; however, the physician found it was hard to re-enter the lesion as probably it was not fully deflated. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang was received for analysis. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that deflation failure occurred. The 90% stenosed target lesion was located in moderately tortuous and heavily calcified superficial femoral artery. A 4.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure there were problems noticed with the catheter and its progress while advancing. The device was then removed; however, the physician found it was hard to re-enter the lesion as probably it was not fully deflated. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.